Event description:
It was reported that a participant in the ilet experience study experienced a low blood glucose, stating their blood sugar went down to 40, with no associated alerts or alarms reported and the cause unclear. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impact. Investigation included plans to obtain additional information from the participant to clarify event details. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.